Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that their neurosurgeon "put the leads in wrong the first time." The patient added that they had a hemorrhage from the 12-hour surgery of when the lead was implanted. The patient did not indicate whether the hemorrhage occurred before or after the leads were put in wrong. The patient did not specify the location of the hemorrhage.